Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. Insulin pump had insulin flow block alarm. Customer had to change infusion set. Infusion set cannula was bent. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.